Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no arterial blood pressure alarm (abp) alarm occured while the blood pressure was low. There was no harm or any adverse event to the patient.